Event description:
A medtronic rep reported that the array was seized, would not rotate, and produced a divot error. Use of the landmarx ent system continued throughout the surgery. There was no impact on pt outcome.

Manufacturer narrative:
Pt info was not available at time of this report. It was confirmed that the device will not be returned for eval.